Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a low blood glucose level was below 40 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer had a no delivery alarm but did not troubleshoot the issue. The customer was informed to change the reservoir and infusion set as soon as possible. The customer did not return the product back for analysis.